Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis: chronic pelvic pain, pelvic adhesions, symptomatic cystocele procedure (s) performed: diagnostic laparoscopy, laparoscopic right oophorectomy, laparoscopic lysis of adhesions with a gyrus, anterior repair with avaulta complication post additional implant (avaulta) surgery in (B)(6) 2011, patient experienced pelvic pain radiating into the right inguinal and buttocks region, occasional vaginal discharge and some bleeding mesh revision surgery details: underwent excision of midline eroded vaginal mesh excision and excision of previous anterior avaulta mesh arm of the right side with cultures, over sewing of vaginal wall defect for vaginal mesh erosion and chronic pelvic pain under general with laryngeal mask anesthesia